Event description:
The customer reported that she had high blood glucose results while wearing a pod. On (B)(6) 2013 at 9:04 pm, her blood glucose result was 139 mg/dl, and she gave herself a 5 unit bolus. At 11:12 pm, it was 339 mg/dl, so she gave herself a 2.9 unit bolus. At 11:21 pm, she have herself a 0.5 unit bolus. At 2:00 am, her blood glucose was 372 mg/dl. She deactivated the pod and noticed a 90 degree kink in the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to met results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."